Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call for high and low blood glucose level of 23 to 600mg/dl. The customer treated with a bolus and with a soda. Troubleshooting also found that the customer has sensor and blood glucose differences. The drive support cap appeared normal and there was a bent cannula. Customer was advised that a new battery cap would be provided and to call back if any further issues.